Event description:
Jaw broke at base during surgery.

Manufacturer narrative:
The device was received and inspected and the breakage at the jaw tab was confirmed. This type of breakage can occur from excessive force when actuating the grasper.